Event description:
Customer reported a no delivery alarm during the prime and stated that insulin did not exit the tubing. The blood glucose reading was 200 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and manually push insulin very slowly through the tubing with the plunger. Customer stated that insulin did exit. He was advised to rewind the insulin pump, reinsert the reservoir and run a manual prime of 5 units and then received a motor error alarm. The insulin pump had not been exposed to a strong magnetic field or MRI. Customer was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery and occlusion and the excessive no delivery tests could not be completed. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked reservoir tube lip.